Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight (B)(6). Concurrent conditions included overweight. Concomitant products included gabapentin, naproxen and topiramate (topamax). In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge"), vulvovaginal pain ("vaginal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), nausea ("nausea") and migraine ("migraine/ headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, vaginal discharge, weight increased, vulvovaginal pain, dysmenorrhoea, fatigue, nausea and migraine outcome was unknown. The reporter considered dysmenorrhoea, fatigue, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2019: pfs received- new events vaginal pain, pelvic pain, abnormal bleeding (menorrhagia), dysmenorrhea (cramping), fatigue, migraines / headaches, nausea, vaginal discharge, weight gain were added. Event injury updated to abnormal bleeding (vaginal). New reporters, patient information, medical history, lab data, concomitant drug were added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.